Manufacturer narrative:
No x-rays, scans, pictures, or physician's reports were provided. The product remains implanted into the patient and therefore will not be returned. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The following are possible adverse events listed in the package insert: removal of components(s) including, but not limited to the following: - implant changes caused by loading and/or wear. - degenerative changes within the joint surfaces from disease or previous implants. - implant materials producing particles or corroding. Facial swelling and/or pain.

Event description:
The patient reported her physician stated "the joint looked good, but the fossa may be deteriorating." The patient advised her symptoms include pain and swelling above her right ear. The patient is not currently receiving any treatment for her symptoms. She is awaiting the MRI and follow-up with the surgeon. There is no revision planned, however, she states she is "probably looking at re-doing the surgery with either [zimmer biomet] parts or tmj concept parts."